Event description:
It was reported that a atb35 was used during a colorectal surgery. It was reported by the affiliate that at the moment of the firing, the stapler got stuck (jammed). There was no consequence to the patient.